Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no changes to the patient's activity or programming prior to the shocking sensation. It was reported that the patient had an epidural scheduled and also had x-rays and CT scans performed for their cervical spine. The patient reported that the issue has not yet been resolved. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patients device had started shocking them all of the sudden in areas that it shouldn't be and was being shocked all over their left side and left arm. The caller described that they had used their programmer to turn both leads down to zero and turned the implantable neurostimulator (ins) off, and it was still shocking them. The patient stated that the shocking was uncomfortable and sometimes they felt as if they couldn't make it stop. They additionally noted that it seemed to be a positional issue. No falls or trauma were noted to be related to the issue. Follow up for additional information is being conducted.